Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 3rd april 2017. During the investigation transistor q45 was measured and found to have failed. This had caused the interrupt line of the rtc to be dragged low despite not failing a self-test, resulting in a flashing red status led and failure chirp, as per the reported fault. Additionally, while the rtc interrupt line is low, the device would not perform auto self-tests. This behaviour was witnessed during investigation and would account for the missed self-tests in the device memory. After replacing transistor q45, the device was temperature cycled between 0-50°c while performing self-tests for 48 hours. The unit did not display any faults during or after this stress testing. Due to the stress testing carried out during investigation, this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Device alarm sound. There was no patient involved in this event.